Event description:
User experienced discrepant glucose results for one batch of seventeen samples. Two patient examples were provided (no units of measure given). Patient 1 initial results 46.9. Same sample repeated five times gave 47.1, 20.9, 20.7, 21.5 and 21.4. Patient 2 initial results 39.7. Same sample repeated five times gave 42.7, 18.7, 19.1, 19.6 and 19.5. Initial results were reported. The results from one patient were questioned by the medic, the patient's treatment was not affected, as the clinician did not believe the result. There is no info regarding treatment of the other patient. If additional info is received, appropriate notification will be provided.